Event description:
A pt underwent a cesarean procedure and the insorb 2030 skin stapler was used to close the mid-line skin incision. Three days post-operative, the incision separated. The separation was closed with suture under general anesthetic in the operating room.

Manufacturer narrative:
Device not returned to MFR.